Manufacturer narrative:
Date of event is estimated. During the process of this complaint attempts were made to obtain complete event information.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken wherein the system was explanted to address the issue. The infection has since resolved.